Event description:
It was reported in a research article that during a minimally invasive transforaminal lumbar interbody fusion there was a report of a dural tear which was resolved intra-op. No additional injuries were reported.

Manufacturer narrative:
There was no product returned for evaluation as no product malfunction was alleged or identified. Review of the provided information identified a surgical error took place causing an incidental durotomy unrelated to nuvasive product functionality. No additional investigation needed. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery.... Residual risks to the patient associated with use of general surgical instruments are: risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include... Dural tear..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal... The instructions for use (IFU) of devices distributed by nuvasive are provided either electronically or physically depending on the individual setup; however, ifus can also be obtained upon request (refer to information section below)¿" 9004421-en w-2022-12.